Manufacturer narrative:
The shaft, collar, and tip were microscopically and visually examined. There were numerous kinks throughout the shaft of the device, and the shaft was flattened/ovaled 20cm to 40cm distal of the collar to the end of the tip. The tip was also flattened and ovaled. The shaft was pulled up and out of the edge of the collar. Functional testing was performed by inserting the device into a 6fr test guide catheter, however, the guidezilla ii met resistance as soon as it was inserted and advanced to the shaft due to the flattening and the kinks. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed 01apr2019. It was reported that the guidezilla ii was difficult to advance and was difficult to remove. The 6f long guidezilla ii was selected for use. The guidezilla ii was attempted to deliver through a 6fr non-bsc guide catheter using a radial access, however, the guidezilla met resistance at a distal kink in the guide catheter and could not be advanced. Significant resistance was then met upon attempting to remove the guidezilla. It was attempted to re-advance the same guidezilla, and resistance was met immediately and could not be advanced to the proximal guide. The hemostatic valve was changed but there was still no success. The physician then changed to a 6fr short guidezilla, however, the same issue occurred. The procedure was completed after abandoning the guidezilla, both the balloons and synergy stents went up the guide without issues. There were no patient complications reported. However, device analysis revealed the shaft was pulled out of the edge of the collar.